Event description:
It was reported to boston scientific corporation that an excelon needle was used in the bronchus during a bronchoscopy procedure performed on (B)(6) 2023. During the procedure, the needle got stuck in the extended position. As the physician attempted to remove the scope with the needle, the needle detached from the device and needed to be retrieved. The needle was observed kinked when retrieved. At this time, it is unknown how the needle was retrieved. Reportedly, the device caused trauma to the surrounding tissue and a hemorrhage occurred. The physician administered adrenaline to the affected area and the patient was brought to the critical care unit for observation. The procedure was not completed successfully. The patient was admitted to the hospital beyond the standard of care. At this time, the patient has recovered and has no further complications.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of needle detachment. Imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an excelon needle was used in the bronchus during a bronchoscopy procedure performed on (B)(6) 2023. During the procedure, the needle got stuck in the extended position. As the physician attempted to remove the scope with the needle, the needle detached from the device and needed to be retrieved. The needle was observed kinked when retrieved. At this time, it is unknown how the needle was retrieved. Reportedly, the device caused trauma to the surrounding tissue and a hemorrhage occurred. The physician administered adrenaline to the affected area and the patient was brought to the critical care unit for observation. The procedure was not completed successfully. The patient was admitted to the hospital beyond the standard of care. At this time, the patient has recovered and has no further complications.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detachment. Imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf impact code f08 captures the reportable event of hospitalization. Block h10: investigation results: the returned pulmonary biopsy needle was analyzed. The visual evaluation found that the working length presented many kinks along the extrusion and during the analysis it was observed that these kinks avoided the correct retraction and extension of the needle. No other problems were noted. The reported event was confirmed. Product analysis identified that it is most likely that user manipulation, some technique performed during procedure and/or even the anatomical factors encountered during the procedure may have contributed on this issue, once the working length presented these kinks the needle wouldn't be able to extended/retract. Based on all available information and analysis of the returned device, the most probable cause is adverse event related to procedure. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.